Manufacturer narrative:
Date of event: dates are estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, comparison of transcatheter tricuspid valve repair using the mitraclip ntr and xtr systems.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were implanted for off-label use that were related to the following outcomes: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled comparison of transcatheter tricuspid valver epair using the mitraclip ntr and xtr systems. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. The similar complaint review was not performed because there was no device malfunction reported and this complaint was based on an article review with no device/lot information provided. Based on the information provided, the cause for the reported patient death could not be determined based on limited information reviewed. The death is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.